Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection, three scratches were noted on the cassette ranging in size from 0.8 ¿ 3.0 sqmm; however, no white spots were noted. The cause of the reported problem could not be determined. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white spot was observed in the cassette before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.